Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented complaining of bleeding from the pocket. Infection was suspected, however it was determined that the persistent bleeding was due to a hematoma that had formed in the pocket due to medication taken. Subsequently, unplanned intervention was taken to clean the pocket was and stop the bleeding. The system remains in use. No further adverse patient effects were reported.